Manufacturer narrative:
The investigation concluded that a lower than expected result was obtained from a single level of non-vitros biorad ethanol/ammonia controls, lot 54390, using vitros ammonia (amon) slide lot 1020-0265-1580 on a vitros 5600 integrated system. The assignable cause of the event was determined to be an instrument related issue likely due to ammonia contamination of the microslide incubator. The cause of the ammonia incubator contamination was not determined. Vitros amon within run precision testing was unacceptable and atypical within-lab vitros amon qc performance was observed on the vitros amon slide lot. The customer performed the as-needed routine maintenance procedures of cleaning the cm/rt incubator slots, the pm incubator evaporation caps and the dispense blade. The customer also replaced the cm/rt evaporation caps. Once the maintenance procedures were completed, acceptable vitros amon performance was obtained.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a lower than expected result was obtained from a single level of non-vitros biorad ethanol/ammonia controls, lot 54390, using vitros ammonia (amon) slide lot 1020-0265-1580 on a vitros 5600 integrated system. Biorad level 3 amon result of 184.9 mol/l vs. The expected result of 238.3 mol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. There was no report of affected patient results and there was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).